Event description:
The info received from the affiliate states that as this stent was being deployed, it jumped from the delivery system and was deployed over lesion. The pt was a female (age unk). The procedure was a biliary stent placement. The product was inspected and prepared according to the IFU. The access site is unk. The info states that a guidewire (brand and size unk) was inserted across the lesion via a sheath introducer (brand and size : unk) without difficulty. The physician advanced the stent delivery system (sds) over the guidewire and positioned the stent. As the stent was being deployed, it jumped from the sds and was deployed over the lesion. Subsequently, another stent was placed at the target lesion and the procedure was completed successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states product.